Event description:
The neuron delivery catheter was introduced about 10-12 cm into a 6f long sheath but it was not easy to push forward. The neuron was removed and it was noticed that the neuron had collapsed. This occurred before any injection or aspiration through the device.

Manufacturer narrative:
Device investigation: results code: the most distal 10.5 cm of the catheter are flattened. A 0.070" mandrel was introduced into the hub and advanced distally. The mandrel advanced easily to within 10.5 cm of the distal tip then stopped. Conclusion code: the damage noted in the complaint is confirmed. The distal end of the catheter was likely flattened when the physician removed the catheter through the long sheath after encountering resistance when attempting to insert it into the patient. If the catheter is removed at an angle to the entrance of the sheath, this can cause the catheter to collapse. The cause of the resistance was not identified but could have been due to tortuous anatomy or user technique. The manufacturing records for this device lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.